Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to their left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. It was also reported that after the patient underwent an additional procedure to implant a right ventricular (rv) lead, the patient experienced diaphragmatic stimulation. Attempts to reprogram the rv to resolved the stimulation was unsuccessful. The diaphragmatic stimulation later resolved on its own. The lv and rv leads remain in use. No further patient complications have been reported as a result of this event.